Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed welts under all three therapy electrode pads. The patient reported that the welts were open, itchy, and leaking a clear substances. Additionally, the patient advised that she had psoriasis. The patient spoke with her physician and ended use of the lifevest. The patient reported that the irritation improved after she had removed the device. There was no alleged device malfunction associated with the reported irritation.